Manufacturer narrative:
The device was received for evaluation. During functional testing, could not clear downstream occlusion was not reproduced due to system error 320. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump could not clear downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.